Manufacturer narrative:
Investigation summary: the customer reported they could not prime the set, and returned one sample of material 2432-0007, lot 25015310. Upon initial visual examination, the set had no defects or abnormalities. The set was then infused with water, and the complaint was verified. The filter inlet was examined under a microscope, and excess solvent was found in the tubing connection. The manufacturing plant found the root cause for the occlusion to be related to incorrect solvent assembly method. A quality alert was created on (B)(6) 2025 by the quality engineer ¿ post market support and communicated by production supervisor to involved personnel to inform this failure mode and reinforce follow the operations described in the standard work sheet. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
Sample.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite pump infusion set had flow issues the following information was received by the initial reporter with the following verbatimit was reported by the customer that would not fully prime. The priming stopped at the filter. We had to unspike the medication and use new tubing, and the medication trapped in the tubing was lost.